Manufacturer narrative:
Concomitant products: product ID: a2dr01, ipg, implanted: (B)(6) 2016. Product ID: cmrm6122, absorbable envelope, implanted: (B)(6) 2016.

Event description:
It was reported that the patient had multiple visits for wound issues at the incision site. The issues began approximately six weeks after a routine device exchange procedure, during which an absorbable envelope was also implanted. The patient presented with pain, redness and purulent pocket drainage. Device erosion and an infection were noted and a thrombus was identified via echocardiogram. The implantable pulse generator (ipg) system was explanted and was not replaced. It was noted that the patient is taking part in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that post explant of the infected system, the patient presented to the emergency department with bleeding/drainage from a hematoma at the implant site. The sutures were removed, and the hematoma was expressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.